Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 599 mg/dl. It was stated that the customer was vomiting and had nausea, and she thought having a stomach virus. Troubleshooting was performed. It was stated that the insulin pump alarmed motor error during the prime process. Reviewed the alarm history and found the alarms. Ran a displacement test and passed. Instructed the customer to disconnect and reconnect the insulin pump. The caller was able to prime successfully and the self test also passed. The customer also mentioned getting no delivery alarm. Advised to remove the reservoir and to check the p-cap for damage and the connection appears to be secure. Instructed the customer to put back the plunger into the reservoir and to push the insulin out. The customer stated that the insulin did exit. Assisted the customer with rewinding and priming the device, and it did not alarm no delivery. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.